Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they changed to 2 sets because of insulin flow block alarms. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.